Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a quick bolus without user input. There was no reported adverse impact to customer's blood glucose level. Tandem technical support was unable to confirm the allegation as multiple contact attempts were made by tandem technical support to obtain pump data for review, and additional information regarding the event; however, no response was received from the customer.